Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being used in the patient's right subclavian. The catheter was used for medications and they tried to take laboratory samples and found the lumen was obstructed. As a result, the catheter was removed. There was a delay in treatment with no patient harm and no patient death or complications reported.